Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead and the right ventricular (rv) lead connector ports were very difficult to advance the lead pin past the connector block, despite having used the torque wrench to "burp" the port first to avoid piston effect. The leads would "click" in but then the physician was able to remove it. Upon more attempted to connect the leads finally connected securely to the implantable pulse generator (ipg). The ipg system remains in use. No patient complications have been reported as a result of this event.